Event description:
Philips received a complaint by the biomedical engineer (bme) on the v60 indicating that there was an oxygen (o2) connection leak. At this time, it is unknown if there was patient involvement at the time the issue was discovered; however, there was no reported harm to the patient or user. The biomedical engineer (bme) called technical support to report that there was an oxygen (o2) connection leak. The remote service engineer (rse) evaluated the device with the bme and checked the o2 connection. Investigation is ongoing.

Manufacturer narrative:
E: (B)(6).

Manufacturer narrative:
Philips received a complaint by the biomedical engineer (bme) on the v60 indicating that there was an oxygen (o2) connection leak/the oxygen connection was missing. At this time, it is unknown if there was patient involvement at the time the issue was discovered; however, there was no reported harm to the patient or user. The biomedical engineer (bme) called technical support to report that there was an oxygen (o2) connection leak/the oxygen connection was missing. The remote service engineer (rse) evaluated the device with the bme and checked the o2 connection. Multiple attempts have been made to try to obtain further information about this case, but no response was received from the customer. This file is closed and can be reopened if new information becomes available.